Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were confirmed due to a faulty distribution panel board. The reported malfunction was due to wear/tear and mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center panel is unresponsive and fails to display image. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty distribution panel board/printed circuit board could not be identified. Also, based on the results of the legal manufacturer¿s investigation, a definitive root cause of no image being displayed could not be identified. Olympus will continue to monitor field performance for this device.